Manufacturer narrative:
Complaint conclusion: as reported, the plug on a 5f exoseal vascular closure device (vcd) was deployed outside the body, resulting in failure. There were no reports of patient injury. The issue was discovered after a transfemoral cerebral angiography (tfca) case. Additional information was requested; however, it was not available. One non-sterile vascular closure device-5f was received for analysis. Upon visual inspection, the unit was already inserted into a non-cordis sheath. The deployment lever on the device was pressed, and the plug was not present on the delivery shaft, which had dry blood residues. The indicator wire was retracted. The indicator window was in the white/black/red position, and the cowling guard was locked. No anomalies were observed during the analysis. The reported event of ¿plug-inaccurate placement¿ was not confirmed through analysis of the returned device since it was received without the plug and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported inaccurate placement of the plug experienced. However, procedural/handling factors are possible. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ the IFU instructs, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug on a 5f exoseal vascular closure device (vcd) was deployed outside the body, resulting in failure. There were no reports of patient injury. The issue was discovered after a transfemoral cerebral angiography (tfca) case. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.